Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, and pustules, under the overlay patch, which occurred an unspecified day after the sensor had been inserted in an unknown insertion site. Attempts to reach to patient for more information regarding the scarring were unsuccessful. The scar was present more than 3 months after the skin reaction occurred. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).